Manufacturer narrative:
A sample has not been received for the customer having a vacuum problem. No lot number was identified with this complaint; therefore, the manufacturing device history record for this complaint could not be reviewed. The root cause for the poor vacuum appears to be from the o-rings not being replaced on the reusable tips. O-rings will wear and must be replaced. Worn o-ring will create a poor vacuum condition. This complaint is not a manufacturing issue but is service issue that must be performed by the customer. The dfu instructs the user to inspect for worn o-rings and to replace when they are worn. (B)(4).

Event description:
A customer reported vacuum problems during irrigation and aspiration (I/a) of a procedure. The handpiece and tip was exchanged to complete surgery with no harm to the pt. Upon further examination of the handpiece and tip, it was noted the o rings needed to be replaced o the tips. The o rings were replaced. Samples are not expected as they were discarded.